Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient sample on another au analyzer and reported the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for one (1) patient.

Manufacturer narrative:
The customer performed troubleshooting over phone with the support of the beckman field service engineer (fse). The customer found the sample probe was bent and ise tubing was clogged. The customer replaced the sample probe and ise tubing to resolve the issue. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).